Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who received hydromorphone 2.0mg/ml; 0.5mg/day and unknown baclofen 2000.0mcg/ml; 500.0mcg/day in an implantable pump for intractable spasticity. A motor stall was seen upon initial interrogation in an outpatient setting during the first week of (B)(6) 2019. The patient did not recently have an MRI. Review of the interrogation indicated multiple motor stalls and recoveries. The hcp believed the pump had recovered, but the recovery was not verified in the logs. The pump had been programmed to minimum rate, but when the pump was interrogated on (B)(6) 2019, it was in simple continuous mode. The issue began a "few days ago", no specific date reported. Patient was admitted to the intensive care unit (ICU) for sepsis on (B)(6) 2019, not due to the motor stalls. The hcp was unaware of any infection related to the device or therapy. Per the hcp, the cause of the sepsis was currently undetermined, but it could have been a urinary tract infection as the patient had a history of multiple sclerosis. The pump could not be replaced due to the infection. The patient was currently on oral medication, but was still spastic on the right side. Technical services recommended reviewing the pump logs to confirm the pump was stalled prior to determining oral dosage. Technical services assisted the hcp with programming the pump back to minimum rate mode. The patient would be monitored by other means until the pump could be replaced. No further information was provided.